Event description:
The reporter stated while the surgeon was inserting a 12.6mm micl 12.6 implantable collamer lens into the patient's right eye (od), the patient made a sudden movement, causing the lens to be inserted incorrectly, the lens went into the eye upside down. The lens was removed back out of the incision with no patient injury. The backup lens was implanted with no problem. The reporter stated the cause of the event was patient related, not lens related.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient, unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).